Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown implanted: explanted: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) and consumer regarding a patient receiving intrathecal morphine (unknown concentration and dose) via an implantable pump for spinal pain. It was reported that the patient had their pump filled after their low reservoir volume had been reached. The hcp stated that she had reset both the low reservoir alarm and reservoir alarm but the patient reported hearing their pump alarm again starting at 8pm that patient had the pump filled. Technical services reviewed manually silencing the pump alarm from the home tab.